Event description:
The customer reported to olympus that there was no image issue while using the lcd monitor. The issue occurred during inspection before use. The diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings are as follows: internal board failure: the interior lcd panel was deteriorated; the exterior rear cover part was damaged; the exterior protection panel was damaged; and the accessory screw had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.